Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Have two 8015 devices s/n (B)(4) has a blank screen, I suggested to try and use a good known front case with a good known lcd assembly. If the front case was confirmed good from a good known 8015 devices, then the power supply might be defective. 8015 s/n (B)(4) had an error code 600.6835, (B)(4) like to know what the error code means, I told him that the error code has a network configuration error. He can try verifying the network card if the card is a working card, but asm is giving him an error that rf card is not being recognized. I suggested to try and re-flashed the firmware to the 8015 device. However, he does not have compact flash cards and the point of care software. He will ask his colleague and see if they got the copy of the software and the compact flash.